Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 17.2 mmol/l, 3.5 mmol/l, and 4.1 mmol/l; 26.6 mmol/l, 19.8 mmol/l, and 8.9 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The patient reportedly experienced intermittent lock between the external equipment and the cochlear implant. External equipment was exchanged and programming changes were made; however, the reported problem was not resolved. Device revision surgery has been recommended.